Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a general complaint that the luer lock on the end of the triple tree is not smooth acting such that the tubing appears to be connected to other tubing but is not. They leak when disconnecting. There was no patient harm.

Manufacturer narrative:
The customer provided a picture of the set showing an arrow pointing to a sub-assembly 3 port manifold that connects to the female luer appears to be where the set was leaking. The root cause of this failure was not identified.

Manufacturer narrative:
The customer¿s report that the luer lock is not smooth acting and the tubing appears to be connected but is not was confirmed. Visual inspection showed that the set was disconnected at the engagement where the male luer connects to the 3 port manifold. Examination under magnification showed insufficient solvent at the leak site. Functional gravity flow testing confirmed leaking at the engagement between the proximal smartsite¿s outlet port and tubing. Due to the set leaking at the proximal smartsite, functional testing of the 3 port manifold further down the set could not be performed. The tubing measured within specification. The root cause of the disconnection is manufacturing not securing the connection during the assembly process. The root cause of the leak is insufficient solvent having been applied during the manufacturing assembly process.

Event description:
One example occurred with blood leaking from the end of a manifold and the nurse could not tell that the connection was made.